Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplement report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient had been experiencing alarms and pump stoppage due to damaged wires inside the body on the driveline. An external percutaneous lead repair was performed by the MFR. The patient went home and the pump stoppage started up again. After evaluation, a decision was made to exchange the lvad pump with another lvad pump. After the exchange took place, dark black burn marking were found on the internal wiring under the rubber shielding.